Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination identified no issues with the delivery device. The inner at base of the tip was kinked. This type of damage is consistent with the application of excessive force to the delivery system. The stent was used during the procedure and therefore not returned for analysis. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00084. It was reported that partial stent deployment occurred. The target lesion was located in the right common iliac vein. A 24x45/11fr 75cm wallstent® endoprosthesis was deployed to treat the lesion. However, post deployment, it was noted that the proximal end of the stent did not open. The stent delivery system (sds) was removed and another 24x45/11fr 75cm wallstent® endoprosthesis was deployed to cover the proximal portion of the first stent. However, the proximal end of the second stent did not expand as well. Intravascular ultrasound (ivus) was performed and it was confirmed that the stent was not in the desired location. Subsequently, post-dilatation was performed using 12, 14, 16, 20 and 22mm balloon catheters and the stents were successfully expanded, after which the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00084. It was reported that partial stent deployment occurred. The target lesion was located in the right common iliac vein. A 24x45/11fr 75cm wallstent® endoprosthesis was deployed to treat the lesion. However, post deployment, it was noted that the proximal end of the stent did not open. The stent delivery system (sds) was removed and another 24x45/11fr 75cm wallstent® endoprosthesis was deployed to cover the proximal portion of the first stent. However, the proximal end of the second stent did not expand as well. Intravascular ultrasound (ivus) was performed and it was confirmed that the stent was not in the desired location. Subsequently, post-dilatation was performed using 12, 14, 16, 20 and 22mm balloon catheters and the stents were successfully expanded, after which the procedure was completed. No patient complications were reported and the patient's status was stable.